Manufacturer narrative:
(B)(4). F/u report will be field if add'l info becomes available.

Event description:
It was reported per field svc report: symptom - pump had sys error 3 (5) alarms while on pt. Findings/action taken: central processing unit (cpu) board sent to and replaced by hospital biomed. Add'l info rec'd on (B)(6) 2011 from the biomed dept stated that the pump was switched off the pt. There were not pt complications.